Event description:
It is reported that when the surgeon went to insert the plug, it broke. A second plug was opened and this plug also broke upon insertion.

Manufacturer narrative:
Evaluation summary: a photo is returned for review, however, it is poor quality and the condition of the implant cannot be seen clearly. It is reported that the plugs broke into small pieces. The method of insertion of each of the bone plugs is unknown. The size of the femoral canal relative to the size of the bone plugs is unknown. As the bone plugs are double flanged, the important dimension is the diameter of the central body of the plug, which should be just smaller (approximately 2mm) than the internal diameter of the femoral canal at the level of implantation. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.